Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for two patient samples tested for lithium. Of the two samples, one had an erroneous result that was reported outside of the laboratory. An aliquot of the sample initially resulted as 2.77 mmol/l and this value was reported outside of the laboratory. The sample was repeated from the primary tube and resulted as 0.76 mmol/l. The sample was repeated a second time from the primary tube, resulting as 0.75 mmol/l. The patient was not adversely affected. The customer was asked, but did not provide the lithium reagent lot number or expiration date.

Manufacturer narrative:
Field service representatives determined that there was a kinked tube in the detergent 1 line and it was repaired. The involved lithium assay is sensitive to cell carry over. A kinked tube decreases wash functionality and can explain the observed issue. The operator's manual instructs operators to take care when exchanging frequently used auxilliary reagents.